Event description:
According to the distribtor report, dermabond adhesive was used to close a laceration near the left eye of a pt. The family member reports that the physician applied the adhesive to the wound and also used the adhesive to glue steri-strips and a bandage over the wound. No barrier or shield was used around the eye. During the process, the eye was glued partially shut. The ER flushed the eye and instructed the family member that the eye would eventually open. The family member took the pt to the dr who was able to remove the glue and release the bonded eyelashes by applying opthalmic ointment and rubbing the eyelashes.